Event description:
The customer stated that he was taken to the emergency room due to low blood glucose levels. The reported blood glucose reading was 87 mg/dl at the time of the call. Prior to the event, the customer stated that he was pulled over due to the way he was driving. The police then called the paramedics. Troubleshooting was performed and the customer found a bolus of 13 units in the history, that he states he did not program. The customer did not feel safe with the insulin pump and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.